Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2011, d & c (due to incomplete abortion, suction d&c) on (B)(6) 2010, missed abortion in (B)(6) 2010, bereavement (suicide of son) in 2008, post-traumatic stress disorder in (B)(6) 2008, pregnancy, mitral valve prolapse and cesarean section. Concurrent conditions included depression since (B)(6) 2008, anxiety since (B)(6) 2008, asthma and irritable bowel syndrome. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2008 for anxiety, salbutamol for asthma, aripiprazole (abilify), escitalopram oxalate (lexapro) since (B)(6) 2008 and quetiapine fumarate (seroquel) since (B)(6) 2008 for depression and post-traumatic stress disorder as well as budesonide; formoterol fumarate (symbicort) and eluxadoline (viberzi). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection") and migraine ("migraines/headaches"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection and migraine had resolved. The reporter considered dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010 [discrepancy noted, pt had a suction d and c for missed abortion on (B)(6) 2010, approximately 33 days prior to essure placement]. Discrepancy noted in essure confirmation date and removal surgery date ((B)(6) 2018, note hand written operative note and pathology report indicate (B)(6) 2018). Treatment received for pain, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: micro-inserts in expected position in the fallopian tubes with bilateral tubal occlusion; on (B)(6) 2010: result: the essure device was successfully occluded. Hysteroscopy - on (B)(6) 2010: essure inserted under directed camera visualization in usual fashion. Pathology test - on (B)(6) 2018: supracervical hysterectomy, laparoscopy and bilateral salpingectomy. Preoperative diagnosis: pelvic pain after essure placement. Postoperative diagnosis: same with some pelvic congestion. Complications: none. Findings: the patient had some staples as well on the right side. She also has some pelvic congestion along the right ovary in the round ligament. Tubes and ovaries both appeared normal. There were some adhesions of the omentum to the abdominal wall, no bowel involvement. Final pathologic diagnosis: uterus endometrium, hysterectomy: proliferative endometrium. Uterus, myometrium, hysterectomy: adenomyosis fallopian tubes bilateral, salpingectomy: metal coils in place (see description) (as written). Microscopic description: examination of the fallopian tubes shows one entire intact fallopian tube while the second fallopian tube is represented by only a stump. There are metal coils in the proximal portion of both fallopian tubes consistent with a prior sterilization procedure. Gross description: there is a single attached fallopian tube measuring 7.3 cm in length x up to 0.7 cm in diameter. Sections of the attached fallopian tube show a metal coil measuring 1.1 cm in length and placed in the proximal portion of the tube. Sections of the tube are otherwise grossly unremarkable. A separate metal coil is identified in the opposite tube stump measuring 2.0 cm in length. An additional metal wire is associated with both coils as well. Lot number: 706577 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding (vaginal), urinary tract infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2011, d & c (due to incomplete abortion, suction d&c) on (B)(6) 2010, missed abortion in (B)(6) 2010, bereavement (suicide of son) in 2008, post-traumatic stress disorder in (B)(6) 2008, pregnancy, mitral valve prolapse, cesarean section, adenomyosis, menses irregular, pelvic congestion and abdominal adhesions. Concurrent conditions included depression since (B)(6) 2008, anxiety since (B)(6) 2008, asthma and irritable bowel syndrome. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2008 for anxiety, salbutamol for asthma, aripiprazole (abilify), escitalopram oxalate (lexapro) since (B)(6) 2008 and quetiapine fumarate (seroquel) since (B)(6) 2008 for depression and post-traumatic stress disorder as well as budesonide; formoterol fumarate (symbicort) and eluxadoline (viberzi). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection") and migraine ("migraines/headaches"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection and migraine had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010 [discrepancy noted, pt had a suction d and c for missed abortion on (B)(6) 2010, approximately 33 days prior to essure placement]. Discrepancy noted in essure confirmation date and removal surgery date ((B)(6) 2018, note hand written operative note and pathology report indicate (B)(6) 2018). Treatment received for pain, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: micro-inserts in expected position in the fallopian tubes with bilateral tubal occlusion; on (B)(6) 2010: result: the essure device was successfully occluded. Hysteroscopy - on (B)(6) 2010: essure inserted under directed camera visualization in usual fashion. Pathology test - on (B)(6) 2018: supracervical hysterectomy, laparoscopy and bilateral salpingectomy. Preoperative diagnosis: pelvic pain after essure placement. Postoperative diagnosis: same with some pelvic congestion. Complications: none. Findings: the patient had some staples as well on the right side. She also has some pelvic congestion along the right ovary in the round ligament. Tubes and ovaries both appeared normal. There were some adhesions of the omentum to the abdominal wall, no bowel involvement. Final pathologic diagnosis: uterus endometrium, hysterectomy: proliferative endometrium. Uterus, myometrium, hysterectomy: adenomyosis fallopian tubes bilateral, salpingectomy: metal coils in place (see description) (as written). Microscopic description: examination of the fallopian tubes shows one entire intact fallopian tube while the second fallopian tube is represented by only a stump. There are metal coils in the proximal portion of both fallopian tubes consistent with a prior sterilization procedure. Gross description: there is a single attached fallopian tube measuring 7.3 cm in length x up to 0.7 cm in diameter. Sections of the attached fallopian tube show a metal coil measuring 1.1 cm in length and placed in the proximal portion of the tube. Sections of the tube are otherwise grossly unremarkable. A separate metal coil is identified in the opposite tube stump measuring 2.0 cm in length. An additional metal wire is associated with both coils as well. Lot number: 706577. Manufacture date: 2010-01. Expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received: reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2011, d & c (due to incomplete abortion, suction d&c) on (B)(6)2010, missed abortion in (B)(6)2010, bereavement (suicide of son) in 2008, post-traumatic stress disorder in (B)(6)2008, pregnancy, mitral valve prolapse and cesarean section. Concurrent conditions included depression since (B)(6)2008, anxiety since (B)(6)2008, asthma and irritable bowel syndrome. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6)2008 for anxiety, salbutamol for asthma, aripiprazole (abilify), escitalopram oxalate (lexapro) since (B)(6)2008 and quetiapine fumarate (seroquel) since (B)(6)2008 for depression and post-traumatic stress disorder as well as budesonide;formoterol fumarate (symbicort) and eluxadoline (viberzi). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection") and migraine ("migraines/headaches"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea and migraine had resolved and the menorrhagia, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6)2010 [discrepancy noted, pt had a suction d and c for missed abortion on (B)(6)2010, approximately 33 days prior to essure placement]. Discrepancy noted in essure confirmation date and removal surgery date (B)(6)2018, note hand written operative note and pathology report indicate (B)(6)2018). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: micro-inserts in expected position in the fallopian tubes with bilateral tubal occlusion; on (B)(6)2010: result: the essure device was successfully occluded. Hysteroscopy - on (B)(6)2010: essure inserted under directed camera visualization in usual fashion. Pathology test - on (B)(6)2018: supracervical hysterectomy, laparoscopy and bilateral salpingectomy. Preoperative diagnosis: pelvic pain after essure placement. Postoperative diagnosis: same with some pelvic congestion. Complications: none. Findings: the patient had some staples as well on the right side. She also has some pelvic congestion along the right ovary in the round ligament. Tubes and ovaries both appeared normal. There were some adhesions of the omentum to the abdominal wall, no bowel involvement. Final pathologic diagnosis: uterus endometrium, hysterectomy: proliferative endometrium. Uterus, myometrium, hysterectomy: adenomyosis fallopian tubes bilateral, salpingectomy: metal coils in place (see description) (as written). Microscopic description: examination of the fallopian tubes shows one entire intact fallopian tube while the second fallopian tube is represented by only a stump. There are metal coils in the proximal portion of both fallopian tubes consistent with a prior sterilization procedure. Gross description: there is a single attached fallopian tube measuring 7.3 cm in length x up to 0.7 cm in diameter. Sections of the attached fallopian tube show a metal coil measuring 1.1 cm in length and placed in the proximal portion of the tube. Sections of the tube are otherwise grossly unremarkable. A separate metal coil is identified in the opposite tube stump measuring 2.0 cm in length. An additional metal wire is associated with both coils as well. Lot number: 706577; manufacture date: 2010-01; expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: f/u 5 and f/u 4 processed together. New pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, urinary tract infection, migraines/headaches. Reporters information and concomitant conditions were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc, incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, missed abortion, d & c and mitral valve prolapse. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, infection, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: (B)(6) 2010 [discrepancy noted, pt had a suction d and c for missed abortion on (B)(6) 2010, approximately 33 days prior to essure placement] discrepancy noted in essure confirmation date (B)(6) 2018 [please note hand written operative note and pathology report indicate (B)(6) 2018 as date of surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: micro-inserts in expected position in the fallopian tubes with bilateral tubal occlusion; on (B)(6) 2010: result: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs & mr received lot number was added. Medical history, reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.